Event description:
Associated medwatches: 3004721439-2019-00175, 3004721439-2019-00176.

Manufacturer narrative:
Investigation report: manufacturing and quality control data: the prosa valve was manufactured by a qualified employee in april 2014. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa valve has a normal pressure range of 0 to 40 cmws. The valve was inspected as article fx410t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. The valve was received in the return kit, submersed in an unidentified liquid. Reason of complaint: suspicion of: over-drainage. Patient information: age: 15 years, weight: 70 kg, height: 170 cm, date of implantation: (B)(6) 2006, date of removal: (B)(6) 2019. Visual inspection: no significant deformation or damage of the valve were detected. Permeability test: a permeability test has shown that the prosa valve is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function did operate as expected. However, the breaking force required was not within the given specifications. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Furthermore, during the computer controlled test, additional deposits that had been flushed out of the prosa were observed in the output tube of the testing apparatus. Based on our investigation, we confirm that the prosa valve was operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed. As described in our literature, the problem encountered is one of the known, inevitable risks of therapy by shunt implants. The cause of the scratches of the progav valve and the resultant defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient data - height 170 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the prosa valve requiring explant. The patient underwent a shunt system implantation on (B)(6) 2014. Later, the valve was noted to be over-draining. As a result, the valve was explanted on (B)(6) 2019. There are no reported patient complications or adverse sequelae. Additional information was not provided. Associated medwatches: 3004721439-2019-00175 (this report-prosa valve), 3004721439-2019-00176.